Event description:
It was reported that the lead dislodged. The patient had a tight clavicle area which damaged the svc coil. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the helix was clogged with dried body fluid, preventing it from extending. This resulted in an overtorque condition. The damage is consistent with that occurring during the surgical procedure. No defects in materials or workmanship were noted.